Event description:
It was reported that a balloon catheter was stuck on the guide wire. A 2.00mm x 15mm emerge balloon catheter became "binded up" with a non-bsc guide wire. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).